Event description:
Customer reports that due to no delivery, she is experiencing high blood glucose. Customer's blood glucose was 279 mg/dl. Customer reports that infusion set was bending at connection to reservoir causing no delivery. Customer was advised that since she did not receive a no delivery alarm, that high blood glucose may not be due to infusion set bending. Customer reports to have problem for a week and has had to change infusion sets often. Customer declined troubleshooting. Customer was advised that infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.